Event description:
As reported in e-mail from (B)(6) director pt safety and risk management (B)(6). An incident reported on (B)(6) that involved a defective PICC line, was removed by IV therapy. The PICC developed a hole and the other lumen had a weakness that ballooned out like an aneurysm. There was no adverse pt outcome and the line had been managed appropriately at spaulding north shore. The line was inserted at beth israel hospital on (B)(6). The product info is being verified, lot history and product catalog # do not match our records.

Manufacturer narrative:
This report was assessed and determined to be an MDR reportable event based on our MDR reporting criteria. F/u report will be provided upon the completion of the device eval process. Product and lot # is being verified. (B)(4).